Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. A formal investigation is underway. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using an ez dilate balloon dilator (fw) on (B)(6) 2020, the balloon got stuck in the endoscope and needed to be cut to remove it. The event occurred during the therapeutic procedure (upper gi endoscopy) and was completed with a similar device. There was about a five-minute delay and no patient harm associated with the event. The report is linked to patient identifiers: (B)(6).